Event description:
According to the initial information received, a 9f amplatzer torqvue 45 delivery system ((B)(4)) was being manipulated in the right side of the heart and air was introduced. The patient's blood pressure and heart rate dropped and the patient was transferred to the operating room. The patient later expired.

Manufacturer narrative:
Aga medical could not evaluate the (B)(4) involved in this incident since it was not returned to us. The delivery system's manufacturing records could not be reviewed since the lot number for the affected was not provided to aga medical. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment.